Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that there was a change in therapy. The patient was having problems that were had to explain. The patient clarified this by stating that they had a constant electric pain down their leg and into their foot. The patient described this as a ¿shocking, numbing kind of feeling.¿ the patient felt this sensation when laying down as well. The patient adjusted the implantable neurostimulator (ins) but turning it way down. This change occurred the middle of the last week. The patient was redirected to their health care professional (hcp).

Event description:
Additional information was received on 2016-11-30 from the consumer reporting that the patient had lost (B)(6) between (B)(6) 2016 and the ins had shifted in the last 3-4 weeks ((B)(6) 2016). The patient was having shooting pain down their leg and foot as well as electric shock. According to the caller, the manufacturer representative had suggested that that the patient have an x-ray performed. An x-ray was performed. The caller wanted to get in contact with the manufacturer representative regarding this ongoing problem. It was reported that the shocking had an event date of (B)(6) 2016. Additional information was received from the consumer on 2016-12-12 reporting that there were previously reported issues of the ins shifting, weight loss, shocking, and pain that the patient had been working with a manufacturer representative about. The patient had also been working with a manufacturer representative regarding difficulty recharging. It was reported that the patient had an x-ray but the caller did not know if the results provided any information. During the call, the caller was confused at first because they thought the patient programmer and implantable neurostimulator recharger (insr) were showing different battery charge levels; however, it was verified that both external devices were showing that the ins was depleted. The patient programmer showed the ¿charge the ins¿ warning message and the insr was showing that the first quartile was charging when a normal recharge session was initiated. It was reported that the patient was having difficulty charging and they¿did not know why.¿ it was reported that the patient had charged for 1/5 hours the other day but it did not seem to charge the ins. The patient was able to obtain full coupling during the call and was effectively charging the ins. The patient thought their charging issue began with their weight loss of ins movement as the patient had to position the insr antenna specially in order to charge the ins. It was reported that these charging issue began in (B)(6) 2016. It was also reported that the patient had been implanted to improve circulation in their leg because they were about to have their toes removed due to being necrotic. This was reported to be a pre-existing condition called ¿pompeterial artery syndrome.¿ it was reported that the scs therapy helped this issue and allowed the patient to keep their toes/foot. It was reported that the leg pain and shocking in their leg occurred with positional changes. It was noted that the patient felt the shocking when they were sitting in certain positions or when they were lying down and ¿rolled the wrong way on the box.¿ additional information from the manufacturer representative on (B)(6) 2016 reported that the manufacturer representative was able to see the patient and reprogram them. The reprogramming was able to get the ¿electric shock¿ out of their leg and foot. The electric shock had since then come back. It was reported that they had been trying to get a time to schedule an appointment that way the manufacturer representative could see the patient again and reprogram to get them back on track. The patient saw the implanting surgeon and the manufacturer representative was unsure how that consultation went. It was reported that the health care professional (hcp) who ordered the x-ray sent the patient to see the surgeon but the manufacturer representative was unsure what the x-ray results were. From the manufacturer representative¿s understanding the leads were fine. It was reported that the implantable neurostimulator (ins) may have shifted. It was reported that the actions/interventions that will occur due to this event was unknown at this time as the manufacturer representative was still going to ask the patient for a meeting to see what had been decided with the surgeon. It was clarified by the manufacturer representative on (B)(6) 2016 that the manufacturer representative had seen the patient back in (B)(6) they believed to do reprogramming but was unsure if the ins had moved or not. The manufacturer representative told the patient to try out the new programs to see how they helped. The patient was asked to follow-up with the manufacturer representative if they needed more assistance or additional programming. A couple of attempts had been made to the patient to see how they were doing but there had not been a response until recently.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.